Event description:
(B)(4). A year after essure was inserted I started having back pain, heavy and painful menstrual cycles, irregular menstrual cycles, cyst on my ovaries and uterus, weight gain, fatigue, depression, brain fog, joint pain, hair loss, acne, rashes, and painful intercourse. My device was provided by my gyn at the time.